Event description:
The customer contacted physio-control to report that their device locked up when the shock button was pressed and eventually power cycled. In this state, defibrillation therapy would not be available, if it were necessary. The patient associated with the reported event was not impacted.

Manufacturer narrative:
Physio-control was unable to duplicate the reported issue. After replacing the therapy pcb assembly as a precautionary measure and performed other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced therapy pcb assembly and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The part was archived by physio-control.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to verify the reported issue in a review of the electronic records. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up when the shock button was pressed and eventually power cycled. In this state, defibrillation therapy would not be available, if it were necessary. The patient associated with the reported event was not impacted.

Event description:
The customer contacted physio-control to report that their device locked up when the shock button was pressed and eventually power cycled. In this state, defibrillation therapy would not be available, if it were necessary. The patient associated with the reported event was not impacted.

Manufacturer narrative:
After further investigation, physio-control has determined that the cause of the reported issue was due to the therapy pcb assembly.